Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported. A new pod was successfully applied.

Manufacturer narrative:
The pod was received fully deployed. The download data shows the pod was deactivated at the end of second prime and experienced high pulse widths with a drive stall during priming. No damages or deficiencies were observed that could have contributed to the observed high pulse widths and drive stall. No damages to the environmental seal or bottom housing were observed. It could not be conclusively determined if the high pulse widths and drive stall contributed to the reported needle mechanism failure. The cause of the high pulse widths and drive stall could not be determined.